Manufacturer narrative:
It was reported by the facility that a trach patient was using one of the trach ties and the hook and loop holder disconnected resulting in the patient's trach tube being dislodged from her airway. The facility stated that the trach tie was in place for a couple of days when the patient was found with the tube dislodged. The staff reinserted the trach tube with no reported impact on the patient's stability or oxygen level. There was no serious injury or long term effects reported. A sample was returned for evaluation and the customer reported issue was confirmed. It was reported that one of the hook and loop straps came apart during use. After the product was visually inspected the sample was noted to have one of the hook and loop straps separated from the trach holder and was no longer attached. It appears to have fuzz at the end of the holder where the hook and loop strap had been attached and a slight amount on the hook and look strap. The other hook and loop strap is still attached and in good condition. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the facility that a trach patient was using one of the trach ties and the hook and loop holder disconnected resulting in the patient's trach tube being dislodged from her airway.